Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal infumorph (morphine) 2.0 - 15 mg/ml via an implanted pump system. The patient had severe withdrawal that started on (B)(6) 2015. The patient stated that they had a compromised catheter. It was leaking so much that it caused a bubble on their back. The first generation catheter was revised and spliced on (B)(6) 2015. They had full-blown withdrawal on (B)(6) 2016. The patient's catheter was then replaced on (B)(6) 2016. The patient also mentioned that a dye study was done, but they could not aspirate initially. They eventually were able to aspirate, but they could see the dye "blowing out". They had been taking hydromorphone and morphine pills. The patient stated that they knew something was wrong because they had been on a very steady dose, and the dose had been increasing over the last three months. The situation was being addressed by the patient's healthcare provider. Additional information was requested to determine the intrathecal dose, lot number, concentration, start date of use, and end date of use of intrathecal infumorph; what other medications were taken by the patient at the time of the event; the patient's pertinent medical history; what diagnostics were performed related to the withdrawal; what caused the catheter leakage; and if the event resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. The patient was receiving infumorph 25mg/ml at "11.8 tdd." It was reported that the issues were due to a "1st generation catheter that had multiple issues in the past." The patient was "overruled multiple times for a replacement, instead resection." The patient was in excruciating pain and/or morphine withdrawal in varying degrees. They also experienced radiculopathy. Once the catheter was replaced, the event resolved.